Event description:
It was reported that patient missed the refill and was experiencing symptoms. The pump alarm was heard a week prior to the report date, and possibly the day before also. The alarm had not been confirmed with telemetry. The patient was due for a pump refill on (B)(6) 2012, however was unable to travel to the appointment due to proximity. The patient was attempting to find a different provider to manage the pump system. Reporter noted that a healthcare provider indicated that at the next refill appointment the "pump should be dead". It was not clear the reasoning of the statement. It was also noted that the patient had a seizure 4-5 months prior to the report date. The cause was not provided. In addition, the patient was experiencing symptoms of freezing, puking, "coming out of both ends", inability to eat or sleep, and was suicidal. The symptoms were occurring for 10 days leading up to the report date. The patient had gone to the emergency room x 2 in the week for symptom control. At that time the patient was given IV medication, although reporter was unsure of what medication, it was noted "but I'm sure they were pain killers". The medication in the pump was morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
After additional review, it was noted that the stated that the pump was empty. It was discussed at previous refill that the patient¿s pump would be ¿dead¿ and the next refill, this would be due to the pump end of life was projected to be before the next refill. The patient experienced ¿whole body aches.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).